Event description:
Customer inquiring about the twos post vs in episodes 13 and 14 in ca relink report. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).